Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. Customer was treated with insulin pump. Customer stated they just had breakfast before and was very stressed after connecting meters. Customer did not want troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.